Manufacturer narrative:
An event regarding femoral periprosthetic fracture involving a metal femoral head was reported. Conclusion no details were provided regarding the patient's femoral stem in place at the time of fracture however it is noted the acetabular construct in place at the time of revision was a competitor device. The femoral head does not interface with the patient's femoral bone. There is no indication that the product reported in this investigation contributed to the event.

Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned.

Event description:
Patient was revised for unknown reasons.